Event description:
Healthcare professional later reported capsular contracture, baker grade ii.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Continued e1 (phone and fax number): (B)(6).

Event description:
Healthcare professional reported capsular contracture. Device has been explanted and replaced. This record relates to an unknown side.